Event description:
It was reported that the implantable cardioverter defibrillator (ICD) recorded a signal artifact monitoring (sam) episode. Upon review, it was found that this right ventricular (rv) lead exhibited low impedances out of range. No minute ventilation (mv) oversensing was noted. This rv lead remains in-service. No adverse patient effects were reported.